Event description:
Caller reported receiving alarm 2 followed by alarm 26, indicating multiple previous occlusion events. It is unknown if the customer's blood glucose level exceeded 500 mg/dl or if the cgm read "high," as the caller declined to provide this information. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin usage, and stated there was no need for replacement cartridges or infusion sets, leading technical support to close the case.